Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg became inoperable following a unrelated surgery. Surgical intervention was undertaken and the ipg was explanted.

Manufacturer narrative:
It was reported to abbott, a patient underwent a recent shoulder surgery where stimulation was turned off but not placed in surgery mode. The patients¿ system was working fine prior to the shoulder surgery. The patient underwent a surgical procedure where the ipg was explanted. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.